Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Insulin pump received with the operating currents within specification, and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No external ram crc error alarm, unexpected restart alarm, or spanish software anomaly alarms noted during testing however, spanish software anomaly alarms found in the alarm history file due to corrupted history file. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that alarm history showed a spanish software anomaly alarm, an unexpected restart alarm and an external ram crc error alarm. It was reported that temp basal delivery stopped. Customer also reported to have been hospitalized on (B)(6) 2016. Customer did not have blood glucose readings but reported to have had diabetic ketoacidosis. Customer was treated and released 2 days later and was wearing insulin pump at the time of hospitalization.